Event description:
It was reported that a m.blue plus (part #fx804t) was implanted during a procedure performed in (B)(6) 2022. According to the complainant, the shunt showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 82 years weight: 102 kilograms (kg) height: 173 centimeters (cm) gender: male.

Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: - no visible defects. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the m.blue plus upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the m.blue plus is permeable. Computer control test: to check the flow rate of the valves, the valves were tested on a miethke computer controlled testing apparatus and passed the standard test. The flow of the test liquid was reduced step by step from 60 ml/h to 5 ml/h (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting pressure was measured. The computer controlled test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position, to be 3,93 cmh2o. This is within the specified tolerance of 4 cmh2o ± 3 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position. The results indicated that at a reference flow of 20 ml/h, the gravitational unit of the m.blue® had a pressure of 5,28 cmh2o. This is not within the specified tolerance of 16 cmh2o ± 8 cmh2o. The valve showed an accelerated outflow. Adjustability test: in this step, it was investigated whether the adjustable m. Blue® and progav 2.0 can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings ( in increments of 4 cmh2o (m.blue) and in increments of 5 cmh2o (progav 2.0) ). The m.blue® and the progav 2.0 were found to be adjustable to all pressure settings. Braking force and brake function test: the braking force and brake function test investigates whether the brake function of the adjustable valves is present and how much force must be exerted on the housing to release the rotor to adjust the valves using the integrated magnet of a specific measurement apparatus of braking force. The braking force of the gravitational unit of both valves were within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in the m.blue. For more detailed visibility, the proteins/deposits in m.blue plus were coloured by using a colouring solution. [Colouring solution consisting of coomassi brilliant blue r mixed with 0.6% ethanol and distilled water]. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow in the m.blue® at the time of our investigation. Detected deposits could be the cause of the malfunction. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required